Event description:
It was reported that during a case, the unit went into hold mode after 1 hour of use. It continued to do this every 5 minutes. It was further reported that this happened during every difficult time of the case.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.